Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was verified. Internal inspection revealed that the color lcd display cable was not properly connected on the digital board. The cable was reconnected to resolve the issue. No emerging trend based on similar reports

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.